Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the pulse display suddenly turned to 0 and displayed 0 for several seconds. The reported issue could not be confirmed. The most likely causes may be due to the main board and the spo2 pcb. Additionally, the battery has deteriorated over time. The device was returned to the customer unrepaired upon their request. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the pulse display suddenly turned to 0 and displayed 0 for several seconds. Incidentally, there were no problems with the sat display; it was displayed as a reasonable value. No particular alarm was displayed. There was no patient injury.